Event description:
They were discharged on (B)(6) 2024.

Manufacturer narrative:
The warfarin increase, on (B)(6) 2024, to 4.5mg every evening will now be covered under MFR# 2916596-2024-05614. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient was receiving 8 milligrams (mg) coumadin (warfarin) daily and was admitted for anemia and concern for a gastrointestinal (gi) bleed. Anticoagulation was then stopped, and the patient was kept on a low dose heparin infusion. Once the patient's hemoglobin stabilized coumadin was restarted at a lower dose, 4mg every evening. On (B)(6) 2024 this was increased to 4.5 mg every evening.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
No diagnostic testing was used and a gi bleed was not confirmed.